Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on:(B)(6)2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was received in the replacement lens¿ lens case. A customer label with notes was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. (B)(4). Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from the patient's operative eye due to having anisometropia. The replacement lens is a zct300, higher diopter, serial number (B)(4). No additional surgical intervention required. Reportedly, patient is doing fine post operation.